Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The patient's father complained of discrepant inr results on coaguchek inrange serial number (B)(4) compared to the laboratory. On (B)(6) 2017 the result from the laboratory using the acl top 500 method was 1.28 inr. The result on the same day from the patient's meter was 2.2 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 5.2 inr. The patient was tested at the laboratory using an unknown method 3 hours later with a result of 3.94 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 7.4 inr. The result from the laboratory using an unknown method was 5.2 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 5.2 inr. The result from the laboratory using an unknown method was 3.55 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 4.8 inr. The result from the laboratory using an unknown method was 3.21 inr. On (B)(6) 2018 the patient was tested at the laboratory using the stago method and the result was 3.92 inr. The patient was tested on their meter with their current test strip lot 32264314 and the result was 6.2 inr. The patient was also tested with new strip lot 34521323 and the result was 5.8 inr. This medwatch will cover strip lot 32264314. Refer to medwatch with patient identifier (B)(6) for information on strip lot strip lot 34521323. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to the device. The patient is currently taking solupred for inflammation (anaphylactic reaction). The patient is tested on the coaguchek inrange meter 20 minutes after taking the medication. Approximately 1.5 hours later the patient is drawn for laboratory testing. The patient's father is wondering if the solupred medication is affecting the results.